Event description:
An endurant stent graft system was attempted for use in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that in preparation for the procedure and while the delivery system was being removed from the original packaging a large hair was identified on the delivery system. The hair was within both peel back pouches. The delivery system was discarded by the user facility. The device was not inserted in the patient. No clinical sequelae were reported and the patient is doing fine. A review of a single returned photo revealed that the device was placed within the tray and a foreign material was seen on the proximal portion of the tray in contact with the device. The object in the photo was difficult to identify; unable to confirm if this was a hair. The material was thread-like and wavy in appearance and may have also been a corrugated/fiber material.

Manufacturer narrative:
(B)(4).